Event description:
Report received of a non-delivery. The pump was programmed to deliver of an unspecified concentration of leucovorin ca in 500ml, at a rate of 334ml/hr. After three minutes, the nurse noted that "the pump display was incrementing up but there was blood backing up into the tubing". There were no reported audible alarms. The same nurse powered the pump off and then powered the pump on. The infusion was completed, using the same pump, without any further issues. There was no reported adverse patient effect.